Event description:
It was reported that post implant a (B)(6) patient 02 enrolled in (B)(6) registry had a "gastric pouch". The patient informed the surgeon during a phone conversation in that she had a gastric pouch on (B)(6) 2009. The band was deflated but symptom persisted, patient as still feeling burning pain, therefore band was explanted. The patient had not visited the implanting surgeon since (B)(6) 2008. It is unknown who explanted the band and there is no information with regard to filling of the band and patient diet. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.